Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, testing of retained reagent kit of the complaint lot number, and historical performance of reagent lot number through abbott link data. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Accuracy testing was performed for reagent lot 52411un20 using an internal troponin-I panel which was tested with a retained kit of the likely cause reagent lot. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. The historical performance of reagent lot 52411un20 was evaluated using worldwide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu are within the established limits. Therefore, no unusual reagent lot performance was identified for lot 52411un20. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat troponin-I , lot number 52411un20, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for a (B)(6) year-old female with tachycardia and a pulmonary embolism. The following data was provided (customer¿s normal range is </=0.19 ng/ml): sample ID (B)(6) initial result was 0.51, repeats were <0.03 and <0.03 ng/ml. Sample was recollected, sample ID (B)(6), and the result was <0.03 ng/ml. There was no impact to patient management reported.